Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment, but there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. There were also visual indications of particulates within the cassette area. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2414 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The cycler then passed the touch screen test. The cycler underwent and passed a voltage verification check and a mushroom head check. The internal inspection identified visual evidence of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the screen of their liberty select cycler went blank during an unknown phase of treatment. They tried rebooting the cycler, pressed the ok and stop keys, and touched the screen, but the blank screen issue persisted. Although the ok and stop keys lit up and made noise when pressed, the screen remained blank. The ts representative advised the patient to discontinue use of the cycler, and they were issued a replacement. The patient was advised to notify their pd registered nurse (pdrn) of the replacement. The patient confirmed they were trained to perform manual/continuous ambulatory peritoneal dialysis (capd) therapy. However, the patient did not have capd supplies to perform manual therapy. There was no indication of any patient injury or harm due to the event. Additional information was requested, however, to date a response has not been received. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.